Event description:
It was reported that an absence of pacing was observed and patient was receiving inappropriate therapy. Lead dislodgement was found. At explant, insulation anomaly was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomalies were found.